Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusions set needle break (B)(6) 2024. Infusion set has been used for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.